Event description:
This report was received from (B)(6) and is a spontaneous report by a nurse from (B)(6) of bacterial peritonitis with (B)(6) in a patient coincident with dianeal pd4 ultrabag and nutrineal for continuous ambulatory peritoneal dialysis (capd). On an unknown date in 2010, the patient experienced bacterial peritonitis. The cause of the peritonitis was unknown. Dianeal pd4 ultrabag and nutrineal unknown bag were withdrawn when the patient went on hemodialysis on an unknown date. It was unknown whether the peritonitis resolved. The nurse believed that the event of peritonitis bacterial with (B)(6) was not related to dianeal or nutrineal therapy.

Manufacturer narrative:
(B)(4). The devices involved in the incident were unknown. As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample was not requested. A 510k number will not be provided in the MDR as the product code and lot number are unknown. Since the lot number is unknown, no batch review will be performed. Baxter has received similar reports for the reported problem. The root cause investigation is in progress.